Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo o2 international device. There was no allegation of harm or injury reported. The trilogy evo o2 international device has been returned to the authorized service center, and an evt_atm_press_railed_high error indicating that the barometric pressure sensor railed to maximum positive value was documented from the device's event log. The technician recommended replacing the device's system board to address the issue however, this has not yet begun awaiting end user approval for repair. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.